Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the reported condition of es - failed cubie drawer for ed1 pyxis was confirmed by fse, and subsequently confirmed in the dchu testing and inspection process. According to work order (wo): 02208824. An hh cubie failure was identified, and it was missing in the med application. The fse replaced the hh cubie bus module and the drawer controller boards. Testing was performed, and all pockets and the drawer were successfully recovered. During dchu visual inspection and dchu testing the following findings were observed: o use 331392-01 pcba dwr cntlr v1.10/v1, pn 151622-01 (B)(6) was received and did not show any physical damage, fluid ingress, loose or missing components and dchu testing verified that the resistance measurement of the dwr cntlr was not within the acceptable limit (>1000). The measured result was 0.2 therefore, an hta test was not required. O pcba pmc v1.06/v0.09bl hh, pn 151630-01 (sn (B)(6) was received and did not show any physical damage, fluid ingress, loose or missing components and dchu tests confirmed that the board has a blown fuse. The measurement result with the dmm was over limit (ol). Therefore, an hta test was not required. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d) root cause: it was determined that the root cause of failed hardware was attributed to a shorted diode d501/mosfet q501 on the pcba dwr cntlr v1.10/v1 (s/n (B)(6) along with a blown fuse (f201) on the pcba pmc v1.06/v0.09bl hh(s/n (B)(6), caused by excessive electrical current. These failures led to circuit instability, ultimately compromising the functionality of the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer failed. The customer stated that there was a delay in patient care. As per part investigation, the failed cubie drawer was due to excessive electrical current causing a shorted diode/mosfet on the drawer controller pcba and a blown fuse on the pmc board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and replaced the cubie bus module and drawer controller boards, then tested and confirmed all pockets and the drawer recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.